Event description:
The user facility reported the impella cp was placed and there was a possible pump stop with a controller failure alarm. The aic was replaced. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. Impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
Data analysis: the case associated with the reported complaint was initiated on 24 june 2025. In step 3 of the case start wizard, after the initial connection of pump sn: (B)(6), it was disconnected and reconnected within a few seconds. Within 1 minute and 12 seconds of the pump being started, the console displayed ¿controller error (opm communication stopped) [optical pump connected] ¿ alarm,¿ event #1043. This confirms the reported failure mode. Lt logs confirmed that all signals received from the optical bench (snr, contrast, gain) were reported as +16384 values, with the ps at 3000. After that, no more samples were recorded. After the controller error, support continued for 6 minutes and 23 seconds until the pump was manually turned off by setting the p-level to p0. There was one occurrence of an impella stopped alarm, event #115, which most likely indicates the pump was disconnected. No impella stopped alarm was observed prior to the controller error. The absence of snr samples impacted the console¿s ability to recognize the pump disconnection, which prevented the user from shutting down the console in the normal way. The console was then forcefully shut down by pressing the power button for more than 60 seconds. The pump sn: (B)(6) was moved to the backup console ic9142, and support was provided for 6 days and 14 hours (until (B)(6) 2025). Device analysis: this console was tested after arriving at fs. The reported failure mode ¿ controller error ¿ could not be reproduced. Root cause: the root cause of the controller error was due to an aic software issue. This was entered into jama with defect/ bug ID gid-dft-2927090. The root cause of the inability to shut down the console was the absence of snr samples, which was caused by an aic software issue. No impella stopped alarm was observed prior to the controller error. The impella stopped alarm that occurred after the controller error was most likely misreported as a pump stop, caused by the pump disconnection. There was no log evidence to confirm the 'controller failure (red alarm).' The 'controller error (yellow alarm)' was misreported as 'controller failure (red alarm)¿. D10 concomitant medical products and therapy dates updated.